Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was verified. The event log was unable to be downloaded. Service reinstalled the device software to fix the problem. Use testing was performed. The problem source is corrupt software.

Event description:
Information was received that the cadd prizm vip pump has error code 10102. No reported adverse effects.